Manufacturer narrative:
The device or logs was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the major bleed: clinical details noted that patient received 1 unit prbcs for low hemoglobin due to patient's chest tubes. The cause of the injury was not determined due to insufficient clinical details. High purge pressure: clinical details noted that patient had high purge pressure alarms overnight that were resolved with tpa. No additional details were provided. The cause of the high purge pressure could not be determined as limited clinical details were provided and no product or logs were returned for evaluation. H1type of reportable event correctly as it was entered incorrectly on the initial report that was submitted.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The user facility reported that a patient was implanted with an impella 5.5 for support during a high risk cardiac procedure. It was reported that the purge pressure alarmed was too high and alteplase was administered through the purge. The patient was switched back to bicarbonate and purge pressure was back to normal. A week later, bivalirudin was still not on due to low platelets. Three days later, the patient received one unit of packed red blood cells for low hemoglobin, which is attributed to the chest tube.

Manufacturer narrative:
Pump wasn't returned after explanation and it is unknown if any blood products were given.